Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was in a car accident due to low blood glucose levels. The customer stated, she was treated by the paramedics at the scene. Prior to the accident, the customer stated, she received a replacement insulin pump. The customer stated, she programmed the basal rates on the replacement pump, but they were set too high. The customer stated, she later went to her medical doctor and set the correct basal rates into the insulin pump.